Event description:
The pump was returned to animas. Product evaluation revealed that the display screen was faded and discolored. This report is made based on the results of evaluation.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during testing, the pump booted to the verify screen with a faded and discolored display screen. The pump was opened and the display screen was replaced with a test display and the display appeared normal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.